Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process, confirmed by technical support. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The resolution involved technical support arranging to send a replacement pump with updated software to the customer. The customer was informed about the backup therapy using multiple daily injections (mdi) and received instructions on returning the problematic pump.